Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right atrial (ra) lead triggered a lead safety switch (lss) due to out-of-range pace impedance measurements greater than 2,000 ohms. Signals in bipolar were 0.5 mv, and there was no capture in unipolar at 5v at 2 ms. It was decided to program the device to vvir. The physician planned to continue monitoring until explant within the year, and potentially perform atrial lead revision at that time as well. This device and lead remain in service at this time. No adverse patient effects were reported.